Event description:
While wearing the external equipment, the patient reportedly had no sound percept. In 2005, the patient was seen at the center for device ealuation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's c1 device was no longer functioning.